Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 3 years post implantation of a 26mm sapien valve, ¿major¿ central aortic insufficiency was noted on echo. A decision was made to implant a 26mm sapien 3 valve (valve in valve). The valve was placed higher in the existing valve. As per echo, it appeared that the initial valve may have been implanted low.

Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may result in symptoms such as sob and decreased exercise tolerance. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, 2 years and 10 months after implantation, the valve exhibited moderate regurgitation with increased gradients and restricted mobility of the right coronary leaflet with calcific/fibrotic deposits. A valve in valve procedure was performed to treat the svd. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the svd in not clear but could be related to the mechanisms described above. The records do not indicate when the patient received radiation therapy to the sternum. It is also possible that the radiation therapy contributed to the svd. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years post implantation of a 26mm sapien valve, "premature mechanical degeneration" of the valve was noted. A decision was made to implant a 26mm sapien 3 valve (valve in valve). The valve was placed higher in the existing valve. As per echo, it appeared that the initial valve may have been implanted low. The patient is stable and doing well. Upon review of medical records (operative reports, echo reports, hospitalization notes), post deployment of the 1st valve, the valve appeared to be seated well and functioning well with no evidence of leaflet immbolization and no evidence of central or paravalavular leak. (Pvl). However, the valve appeared to be slightly ventricular. One day post procedure tte revealed that the valve was functioning normally with mild to moderate pvl. The 30 day echo indicates a peak gradient 17.6mmhg and a mean gradient 7.9mmhg and aortic valve area (ava) 2.32cm2 with moderate pvl. Approximately 2 years and 9 months later, the patient experienced progressive shortness of breath and was hospitalized. At that time, an echo confirmed "at least mild to moderate regurgitation" with peak gradient 32.58mmhg, and mean gradient 18.75mmhg. A repeat echo was performed 1 week later indicating "at least moderate abnormal regurgitation of the bioprosthetic aortic valve with a valve area of 1cm2. The echo also indicated "calcific/fibrotic deposits with significantly restricted mobility of the right coronary leaflet equivalent with severe thickening". One month later another echo was performed peak gradient had increased to 70.9mmhg, mean gradient 41mmhg with moderate aortic insufficiency. Approximately 3 weeks later, the patient received a valve in valve to treat her valve degeneration. This valve was placed "more aortic" since the original valve was seen to be placed too ventricular. Of note the 30 day echo (valve in valve), indicated the bioprosthesis aortic valve appears to be functioning normally with no evidence of aortic regurgitation. The peak gradient measured 42.77mmhg and mean gradient 24mmhg.